Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The gender of the baseline characteristics is male and the baseline age is approximately 8 years old. Patient information is limited due to confidentiality concerns. Possible models could include: kappa sr 701,kappa dr 701,kappa vdd 701,thera sr 8940/8960,thera dr 7940/7960,legend ii 8424,minuet 7108 ,microminix 8360, minix 8340, at 501,elite 7077, elite ii 7086. The model listed in the report is a representative, as there is no specific model number listed. Without the specific model number(s), it is not possible to assure the specific product correction number referenced in the article is listed in this report. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: twenty years of paediatric cardiac pacing: 515 pacemakers and 480 leads implanted in 292 patients. Europace 2006;8:530-536. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding implantable pulse generators (ipgs) and implantable pacing leads. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports lead failures including pacing/sensing defects, failure to capture, increased and high thresholds, fractures, and dislodgements. Additionally, the article reports patients that experienced infection, unwanted muscle stimulation, and hemothorax. The status of the leads is unknown. Further follow up did not yet yield any additional information.